Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had revision total knee for loose, subsided tibial component. There was no infection present. The femoral component was intact. The tibial component & insert were removed & a new revision tibia & poly insert was implanted. There were no adverse events to report. No case delays. The loosening was at cement/metal interface. The cement used is unknown. Date of original surgery was (B)(6) 2013. There is no other information to be obtained due to patient privacy & normal nature of the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.